Event description:
Catheter was being utilized for a diagnostic cardiology procedure when it kinked at the leading end during an attempt to select the right coronary artery. There was no reported injury to the pt. 4.0 catheter from this pack was in use.